Event description:
It was reported that the right ventricular (rv) lead had high rising thresholds and inconsistent r-wave sensing. It was also reported that the rv lead had a confirmed superior vena cava (svc) coil fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the previously capped right ventricular (rv) lead was removed. No patient complications have been reported as a result of this event.